Manufacturer narrative:
(B)(4). The customer reported that the device was rebooting. There was no report of pt involvement. The reported that the battery and power pcas were replaced to resolve the failure. Due to multiple parts being replaced we cannot determine the cause of the reported failure. The device passed all testing and has been back in use with no further issues reported.

Event description:
The customer reported that the device was rebooting. There was no report of pt involvement.